Manufacturer narrative:
(B)(4). Boston scientific later received notification that this lead had been discarded at the medical facility and thus, will not be returned for laboratory analysis. In absence of a returned product our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that approximately three days post-implant, the patient with this right ventricular lead exhibited a pericardial effusion, likely due to a vessel perforation during implant. No immediate actions regarding the effusion were necessitated; however, it was elected to perform a lead revision so as to reposition the lead. During the revision, the lead's helix mechanism ceased to function as intended and thus precipitated the decision to remove the lead from service. The lead was then explanted and replaced with another manufacture lead. The explanted lead is intended to be returned for analysis and the patient has been reported as stable.

Manufacturer narrative:
(B)(4). Following return and completion of laboratory analysis, this event will be further updated.